Event description:
The device charged and delivered 200 joules to the patient. Reportedly, when the defibrillator was charged again, it would not deliver energy to the patient through the therapy cable.